Event description:
Per clinical trial (B)(4): on (B)(6) 2019, patient underwent abdominal ventral hernia repair, due to large ventral abdominal hernia found during tummy tuck. Incision type was subfascial dissection circumferential to the defect (periumbilical ventral hernia). Concomitant procedure was abdominoplasty. One piece of galaflex was used. On (B)(6) 2019, delayed wound healing; abdomen was reported. This ae was assessed by the clinician to be severe and a serious adverse event. Patient had multiple debridement, and local wound care. Resolved with sequelae on (B)(6) 2019. Possibly revise umbilicus in the future. Review by medical affairs identifies the delayed wound healing as likely related to the device and serious.

Manufacturer narrative:
Based on the information available, no conclusions can be made. As reported the patient experienced delayed wound healing and underwent subsequent surgical intervention. Medical affairs has assessed the ae as being likely related to the device and serious. Review of the device history records confirms the device was manufactured to specification. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Device not returned.